Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2018 with the following findings: a review of the black box and suspend history verified a manual suspend that was resumed in less than one minute. All keypad buttons were responsive to user input. The pump cover was removed and no evidence of moisture or intermittent defects were found. The alleged self suspend issue was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (suspend) issue. It was reported that the pump self-suspended twice without the patient being aware. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.